Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced recurring nighttime restart alerts identified as motor current sense failures, with the device indicating an insulin motor current sensing issue; the user restarted the pump after each alert and dosing resumed, and blood glucose was not impacted. Symptoms included no reported adverse clinical effects. Outcomes included no medical intervention, no hospitalization, and continued pump use following restarts until replacement was arranged. Investigation included collection of event details, confirmation of device information, review of device performance history as available, and decision to replace the device and retrieve the original for evaluation. Investigation of this case revealed a suspected motor current sensing malfunction within the insulin delivery subsystem consistent with a device malfunction and component performance issue. It was concluded, based on previously established findings for similar reports, that the cause was an electrical or mechanical malfunction of the motor current sensing circuitry consistent with a device component failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.